Event description:
The customer reported that the provue probe is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted.probe issues can lead to the dilution of reagents and samples, carryover, and cross-contamination which may lead to erroneous test results.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed the probe bent and dripping. The fe replaced the probe and probe belt. Fe tested functional operation. Replacement of the probe and probe belthas returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since the repair.(B) (4)